Event description:
It was reported the patient¿s catheter was exposed on his back and a neurosurgeon was consulted to see the patient for this issue. It was noted they may not implant the patient once the system is explanted and the patient had a lot of health issues. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. The pump was being used to deliver baclofen.

Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information later reported the patient had 2 separate pressure wounds develop over the thoracic spine which exposed the catheter. The cause of the catheter exposer was pressure wound developed over the site of catheter tip. On (B)(6) 2014 surgery was done and portion of exposed catheter was removed. Decision to explant pump was still pending. The patient outcome was noted as not recovered, symptoms/issue ongoing.

Event description:
The patient had a ¿history of infected spine, infections and bones in spine and makes him a potential high risk for implant¿; these issues were not device or therapy related. The patient had had an epidural abscess causing his sci (spinal cord injury) years before the pump and it had progressed upward. The patient also had ¿known osteomyelitis at t4-6 - hardware in place on suppressive antibiotics¿. The patient had multi-focal osteomyelitis which developed in late 2012 as well as pressure ulcers. The patient was admitted on (B)(6) 2014 with ¿erosion in area of hardware/osteo overlaying portion of catheter ¿ one of several pressure related ulcers patient had¿. The patient outcome was reported as ¿recovered without permanent impairment - pressure ulcer in mid-thorax healed¿. The pump was subsequently explanted see manufacturer¿s report # 3004209178-2015-03494.